Manufacturer narrative:
Concomitant medical products: dtba1d4 crt-d, implanted: (B)(6) 2017; 6935m62 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited elevated thresholds and the output was maxed out for all possible lv pacing vectors. Additional information reported the cardiac resynchronization therapy defibrillator (crt-d) battery is draining faster than expected. The lead and device remain in use. No patient complications have been reported as a result of this event.